Event description:
As reported by the field, under the road map, unspecified guiding catheter was delivered to the right internal carotid artery to enter the skull, the operating angle was selected. After a prowler select plus 150/5cm microcatheter (606s255x, unknown lot) was shaped, the microcatheter (mc) was delivered to the c7 segment aneurysm of right internal carotid artery under micro guidewire, the micro guidewire was withdrawn. The enterprise2 4mmx30mm intracranial stent (encr403012, 7469251) was delivered to right middle cerebral artery. The physician encountered a lot of resistance suddenly when the stent was slowly released about 1/3, and the stent was unable to release. The physician withdrew the stent and also encountered resistance. The stent was delivered to release it again, but the stent was found to be impeded in distal end of microcatheter and could not pass through the microcatheter, then removed the microcatheter and stent from the patient. A new stent was switched to complete the surgery with the same microcatheter. The procedure was prolonged about 30 minutes. There was no patient injury reported. Additional information was received on 04-jan-2024 that they were not able to move the device at all due to the resistance. They were not able to torque the device. There was no evidence of physical material within the device. No excessive force was used with the device. The mc did not kink or bent. It is unknow if the 30 minutes procedural delay was clinically significant. There are no relevant anatomical information including vessel characteristics.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). H.4: the device manufacture date is not known as the device lot number is not available / not reported. The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00065.

Manufacturer narrative:
Product complaint # (B)(4). The lot number for the prowler select microcatheter is 31204257. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device 31204257 number, and no non-conformances related to the malfunction were identified. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.